Manufacturer narrative:
Waiting the returned piece to analyse.

Event description:
(B)(6) year old female patient with chronic hydrocephalus (normal pressure) and post-infection hydrocephalus was implanted with polaris valve (lumbo-peritoneal shunting). The initial pressure setting was 150mmh2o and the valve was implanted deeper than 8mm. The doctor couldn't do pressure change in the valve and the valve was explanted.

Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is quite clean. Colorless liquid is visible in the valve and the reservoir. Two pieces of catheter are present: one of 430 mm connected on the outlet connector of the valve. One of 310 mm connected to the reservoir with a metallic connector. Functional control: the ball is not stuck on the inlet connector and a flush could be done without difficulty indicating no obvious blockage at ball mechanism. The rotation could be realized without difficulty. Pressure control: all pressures conform to specifications. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. It is worth mentioning that the valve's implantation depth limit is around 8mm. According to the incident report, the valve was implanted in a depth greater than 8mm, which could add to the difficulty and even making it impossible to adjust the valve. We recommend avoiding implant the valve to its depth limit.

Event description:
A 78 year old female patient with chronic hydrocephalus (normal pressure) and post-infection hydrocephalus was implanted with polaris valve (lumbo-peritoneal shunting). The initial pressure setting was 150mmh2o and the valve was implanted deeper than 8mm. The doctor couldn't do pressure change in the valve and the valve was explanted.